Event description:
Ous MDR - after an implantation time of about 8 years, it was reported that an insulation defect in the distal area was detected by x-ray imaging. No deterioration of the patient's state of health was reported. The lead was explanted. No date of implant was provided.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 18 cm proximal of the tip electrode. The proximal lead fragment, including the df-1 and is-1 connectors, as well as the vcs shock coil were not returned for analysis. The analysis showed fraying of the insulation in the region of the heart valve. As already mentioned in the clinical observation, the rope conductor to the rv shock electrode was outside the lead body. The coating of this rope conductor was damaged in this area. The position and characteristic of the observed damages lead to the assumption of significant mechanical stress on the lead over a longer period of time. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.